Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. Customer's mother reported that the customer wore the insulin pump while swimming. Blood glucose level shortly after the incident was 489 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on motor also. Unable to verify button error alarm due to blank display anomaly. Pump received with cracked case at display window corner, minor scratched display window.